Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. There was a crack on the battery door. The customer reported product problem (over delivery) was not found in the event history log (ehl). The ehl did show however that a large manual dose was administered. The investigator performed an accuracy test and checked the position reading on both the qc slugs. The customer reported product problem was not replicated during this test. No inherent product problems were found with the pump. The pump was operating according to specification. Based on the review of the ehl, and the customer's description of the problem, the investigator determined that someone at the customer's facility removed the syringe from the pump and administered a very large bolus manually, and then reloaded the syringe back onto the pump without capturing the syringe plunger with the plunger head. The investigator replaced the bottom case due to a crack on the base for the l-bracket. The interconnect pcb was also replaced due to a broken c13 capacitor. The pump was subsequently cleaned, greased, and calibrated. The device then passed all the functional tests.

Event description:
It was reported that on (B)(6) 2020, the nurse set up the medfusion pump to deliver 4mcg/kg/hr x 24.9kg of 50mcg/ml concentration in a 60 ml syringe. The actual volume was approximately 58 ml after the tubing was primed. The syringe was a bd product. The infusion was started at 0800. At 0917 the nurse checked the syringe because the pump gave a plunger not in place alarm. The pump showed that there was 21 ml of medication (fentanyl) left instead of 55 ml. The pump had over delivered. The nurse noted that the plunger pusher was not on the syringe plunger, and that there was a space of several inches between the end of the plunger and the plunger pusher. The patient became hypotensive, and the fentanyl infusion was stopped as a result. The patient was given a fluid bolus. The fentanyl was then re-started about two 2 hours later. No patient injury or further complications were reported.

Manufacturer narrative:
Returned device was received in good physical condition but there was a crack on the battery door. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was not duplicated. All test infusions were found to be normal. Based on review of the event history log and the description provided by the customer, it was determined that somebody at the facility removed the syringe from the pump and administered a very large bolus manually and then reloaded the syringe back onto the pump without capturing the syringe plunger with the plunger head. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.